Manufacturer narrative:
During the visual inspection, a bend in the distal part of the lead was noted. Bending the lead body requires the presence of mechanical stress. It is reasonable to assume that the bending resulted from mechanical forces applied during the surgery. In addition,cuts in the insulation were found which occurred most likely during the explantation procedure. Blood penetrated the lead. Further analysis of the lead did not reveal any irregularity that might have contributed to the reported clinical observation. In particular, the values of the parameters measured during the electrical analysis were within the technical specifications. The manufacturing process for this lead was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.

Event description:
This lead was explanted and replaced due to diaphragmatic stimulation. Should additional information become available, this file will be updated.